Event description:
It was reported that during an unk procedure, the device cut but did not staple. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Pinion axle support. Evaluation summary: the analysis results found that the device was returned with the firing mechanism damaged and with no reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the left shroud pinion axle support was found damaged. While no conclusion could be reached as to what may have caused the firing mechanism to fail, it is possible that the device was attempted to be fired on thicker tissue than indicated. This will cause an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during mfg to ensure the device meets the required specifications. No conclusion could be reached to what may have caused the reported incident, as there was no reload returned for analysis. A batch record review was performed and no anomalies were found during the mfg process.